Manufacturer narrative:
The device will not be returned to the manufacturer due to iata shipping restrictions. When available, a failure analysis will be submitted as a follow up report.

Event description:
There was an expansion and leakage from the dacapo powerpacks.

Event description:
There was an expansion and leakage from the dacapo powerpacks.

Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed in the field. Two of the three devices show scratches or bulging. None of them functioned electronically. The noted leaking was likely the reason for the malfunction of the devices. The contacts seem to be oxidized by the leaking electrolyte. This is a final report.